Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula was crimped on (B)(6) 2024. The issue occured three or more hours after insertion. No further information available.